Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer would just resume insulin delivery without changing out any of the pump supplies. The customer could not recall if the blood glucose level was impacted. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The investigation has been completed. The reported occlusion was confirmed in the pump data. No failure related to the occlusion was identified. Damage to the usb pins were observed.